Manufacturer narrative:
No report of procedure delay or cancellation. A steris service technician arrived on-site, inspected the scs conveyer system and found the unit to be operating properly; no repairs were required. The reported event was unable to be duplicated. While onsite, the technician was informed that during the time of the event an item was found to be protruding from the loading rack within the washer's manifold. Following the completed cycle, as designed, the scs conveyor system's feed out arm attempted to retrieve the rack from the washer's manifold, however, was unsuccessful as the item was wedged between the rack and washer door. An employee attempted to manually free the rack resulting in the reported injury. The employee should not have manually freed the rack but rather, utilized the pressure-release push button as stated in the operator manual. The scs conveyor system operator manual states (section 1), "in case of an emergency situation involving conveyors, depressurize conveyor line by pressing pneumatic pressure-release push button on any conveyor equipped with a pneumatic cylinder. If no pressure-release pushbutton is installed, depressurize conveyor line by pressing emergency stop push button on washer." A steris account manager offered in-service training on the proper use and operation of the scs conveyor system and the user facility has accepted this offer. The unit was installed in 2010 and is under steris service agreement for maintenance activities. No additional issues have been reported.

Event description:
The user facility reported an employee was injured while operating an scs conveyer system. The employee sought medical treatment at the ER and was sent home. The employee returned to normal work duties the following day.

Manufacturer narrative:
On 8/6/2018, a steris account manager provided in-service training on the proper use and operation of the scs conveyor system and no additional issues have been reported.